Manufacturer narrative:
PMA/510k: this report is for an unknown cable/unknown lot. Part and lot numbers are unknown; UDI number is unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the surgeon was performing a procedure involving external midface distraction via monoblock, and the patient's unknown wire appeared loose. The surgeon will perform a corrective procedure, on an unknown date, to remove the unknown distractor. Procedure and patient outcome were unknown. This report is for one (1) unknown cable/wire. This is report 1 of 1 for (B)(4).